Manufacturer narrative:
Telephone number is: (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 0.014¿ 7.0mm x 15mm x 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured during its third inflation at 12 atmospheres (atm) during a balloon pulmonary angioplasty procedure. It was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The aviator was inflated at 8 atm for 10 minutes during the initial inflation and at 10 atm for 10 minutes during its second inflation. The device will not be returned for analysis due to the hospital regulation.

Manufacturer narrative:
A 0.014¿ 7.0mm x 15mm x 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured during its third inflation at twelve atmospheres (atm) during a balloon pulmonary angioplasty procedure. It was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The aviator was inflated at eight atm for 10 minutes during the initial inflation and at 10 atm for 10 minutes during its second inflation. The device was not returned for evaluation due to the hospital regulation. A product history record (phr) review of lot 17733352 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.